Event description:
It was reported that the patient was having pain at the ipg site. It was also noted that the patients ipg was twisted in the pocket which resulted to difficulty charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned due to facility policy.